Manufacturer narrative:
Additional information was received that the patient had an early lead pull.

Event description:
A report was received that the trial patient was experiencing nausea. The physician believed that the symptom was not device or procedure related. The patient had a lead pull and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient was experiencing nausea. The physician believed that the symptom was not device or procedure related. The patient had a lead pull and was doing well postoperatively.